Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, a service required code was found in the ventilator's downloaded error log. The devices oxygen blending module board needs to be replaced to address the issue.